Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having dental work for new crown and gum surgery. At check in patient marked true to pain, discomfort, implant, crown, recent dental work and root resorption concerns. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.